Event description:
It was reported that the user experienced hypoglycemia while using the ilet and manually turned the pump off due to being new to the device; after power-off, the user could not immediately turn the pump back on to view glucose, treated the low with oral carbohydrate, later restarted the pump, and reported a glucose of 117 mg/dl. Symptoms included feeling jittery consistent with low blood glucose. Outcomes included transient low glucose without emergency treatment or hospitalization. Investigation included customer care troubleshooting and education regarding ilet automated insulin suspension below 70 mg/dl and guidance to keep the system active so it can adapt. Investigation of this case revealed that the device functioned as designed with automated safety behavior and user factors contributed to the event. It was concluded that the event was consistent with hypoglycemia of unclear cause without device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.